Event description:
Levophed and amiodarone drips infusing through manifold to pulmonary artery catheter infusion port. Blood pressure suddenly noted to be 60 systolic via arterial line and 80 systolic via blood pressure cuff. Pt resting quietly in supine position. Rn traced levophed tubing for trouble shooting. Noted blood backed up into manifold and blood on pt's gown. All connections noted to be secure. Rn attempted to flush blood out of manifold line and noted leakage at green stopcock. Rn discontinued tubing from manifold and connected to y-site to pulmonary artery catheter. Blood pressure immediately improved. Rn then attempted to flush manifold further and continued to note fluid leaking out at the green stopcock area.